Event description:
It was reported that patient indicated they were confused by some information in the instructions provided for the purewick urine collection system. It was noted that patient had been using purewick products for less than 90 days. Per additional information received via follow up on (B)(6) 2021, stated that the complainant wanted a walk through of the purewick urine collection system. The representative did troubleshooting, the suction was good and advised on the wick placement. Per clarification mail received from liberator on 29dec2021, stated that the patient was confused about the system set up and how it worked, so the representative did walk through with the patient and the suction was good, but there was no suction issues. It was only stated that the suction was good after the walk through.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that patient indicated they were confused by some information in the instructions provided for the purewick urine collection system. It was noted that patient had been using purewick products for less than 90 days. Per additional information received via follow up on 28dec2021, stated that the complainant wanted a walk through of the purewick urine collection system. The representative did troubleshooting, the suction was good and advised on the wick placement. Per clarification mail received from liberator on 29dec2021, stated that the patient was confused about the system set up and how it worked, so the representative did walk through with the patient and the suction was good, but there was no suction issues. It was only stated that the suction was good after the walk through.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be due to "incorrect/ missing translation; missing instructions". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ''place the collection canister (c) in the purewick¿ urine collection system base and press down firmly on the lid making sure the lid is sealed. Attach the pump tubing (d) to the purewick¿ urine collection system connector port (f) and the connector port (e) on the collection canister lid. Attach the collector tubing (g) to the connector port (h) on the collection canister lid. Connect the other end of the collector tubing securely to a purewick¿ external catheter (I). Caution: it is important that the port connections be connected correctly and securely for proper operation of the purewick¿ urine collection system". Additionally, it also states in brief about "initial setup, operating instructions, cleaning & maintenance, replacing canister and tubing & troubleshoot information". The device was not returned.